Event description:
During service inspection at the manufacturing facility, it was reported that the core sumex drill displayed a bias current message when connected to the console, signaling a condition occurred from which the device has the potential to run without user activation. No patient involvement, no adverse consequences, no medical intervention, and no surgical delay were reported with this event.

Manufacturer narrative:
During failure analysis, it was confirmed by the service technician that the device caused a bias current error to be displayed during the functional evaluation. Upon disassembly, the technician found the motor assembly was corroded. The presence of motor assembly corrosion may cause or contribute to the reported event.